Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps are les bad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and migraine ("had migraines for almost that long"). The patient was treated with surgery (remove eesure - scheduled). Essure was removed. At the time of the report, the abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain lower and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps are les bad') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and migraine ("had migraines for almost that long"). The patient was treated with surgery (remove eesure - scheduled). Essure was removed. At the time of the report, the abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain lower and migraine to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- migraines and lower abdomen pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media case. Added new event cramps are les bad an reporter and case become incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.